Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the forceps elevator had foreign material because it was inappropriately reprocessing by the user. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: "if the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope.¿ olympus will continue to monitor field performance for this device.

Event description:
It was reported by the customer, there was air/water leakage on the bending section cover of the duodenovideoscope. No patient harm reported. During the evaluation of the device, it was noted there was foreign material in the forceps elevator due to incorrect or insufficient reprocessing. This report is to capture the reportable malfunctions of foreign material in the forceps elevator due to incorrect or insufficient reprocessing noted at estimation.

Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the issue was confirmed. Due to a cut on the bending section cover, water tightness was lost. The bending tube had a dent. The adhesive on the bending section cover had a crack. The bending section had wear. The light guide bundle had breakage. The connecting tube, up/down knob, universal cord, plastic distal end cover, and adhesive around objective lens had a scratch. The right/left knob was dirty. Due to wear of angle wire, bending angle in up/down/left direction did not meet the standard value. Due to wear of the angle wire, the play of the up/down and right/left knob was out of the standard value. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.